Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. The following day the patient presented to the emergency room and was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. Physioneal, nutrineal and extraneal therapies were ongoing. No additional information is available as the reporter declined to provide any further information.